Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call by a senior csr. It is unclear when the alleged inaccuracy started. The reporter stated that around (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of 254 mg/dl compared to 110 mg/dl on a laboratory device, performed a month apart. The reported time difference of greater than 30 minutes between the results, makes the comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin (which he self-adjusts). The reporter alleged that prior to obtaining the reported result, the patient had developed symptoms of low blood sugar and was taken to hospital on (B)(6) 2018 where he was treated with glucose by a healthcare professional. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The reporter confirmed that an approved sample site had been used to obtain the blood samples. Replacement products were sent to the patient. FDA: this complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the meter.